Event description:
A hospital employee's right elbow/forearm came into contact with concentrated peracetic acid while removing a full cup of steris 20 sterilant concentrate from a system 1 processor. This contact resulted in a second degree burn with blistering. The burn was flushed with water for 15 minutes, burn ointment was applied and a bandage applied over the burn area.

Manufacturer narrative:
Steris's investigation determined that the incident occurred when the hospital employee began to process an endoscope in a system 1 processor and found that the processor was not functional. The endoscope was removed from the processor and processed in another system 1 processor. After a service technician repaired the initial system 1 processor, the hospital employee went to process an endoscope in the processor. As she went to remove the steris 20 cup from the processor thinking it was empty, she removed the aspirator probe from the cup and discovered that the steris 20 cup was full. The employee stated that she believed she came into contact with the peracetic acid while removing and replacing the aspirator probe. The system 1 operator manual and steris 20 labeling instruct users to wear personal protective equipment when handling steris 20 cups, specifically if the cup may not be empty or is damaged. Steris' medical device reporting process in place in 2007.

Event description:
The hospital reported that the burn site was healing and the blisters were gone.